Event description:
Company issued a recall on products because the contents of the syringes were not sterilized. Heparin flushes were filled with water also not sterilized. This product is used with my patient as central port flush. He used both products nss flush and heparin flush. Recall was put out (B)(6) to dme companies. Pt is currently in the hospital with a central line /port infections blood cultures came back + x2. I do not have the bacteria cultured at yet. Patient's mom believes the two infections are related to flushes being non-sterilized. They have been using recalled flushes in their stock up until they found out about the recall (B)(6) 2013. Dates of use: device 1 and 2: using for past 12 years. Reason for use: device 1 - lung transplant. Device 2 - reflux esophagitis. Dose: device 1- 10ml. Device 2- 4ml. Frequency: device 1- before and after line access. Device 2- after nss flush. Route: IV. Device 1 and 2 - IV.